Manufacturer narrative:
Log file evaluation by the manufacturer demonstrated that the device passed the power-on self-test in the morning of the date of event without deviations. The first two hours of the concerned procedure went stable and unremarkable until the device detected an implausible reading from the sensor that monitors the pressure inside the cylinder of the piston ventilator. Approximately one hour later the second instance of reading error occurred and the device forced a shutdown of automatic ventilation which is the specified device response to prevent from potentially hazardous output. A corresponding alarm ws posted. The user bridged patient support in manual ventilation for about one minute and switched back to pressure mode. Automatic ventilation was working for the remaining time of the surgery without problems - an indicator that inspiratory pressure measurement was available again. A dispatched service engineer has performed an in-depth testing with the device in follow-up of the event but the error condition did not recur. Hence, the most likely explanation is that moisture or a kink in the sensor tube has led to a short-term loss of pressure values. Dräger finally concludes that the device responded as intended and that the reported issue does not represent a previously unidentified or falsely assessed risk.

Event description:
It was reported that a ventilator failure occurred during a surgical procedure but that ventilation was available again shortly afterwards.